Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose, diabetes ketoacidosis and heart attack on (B)(6) 2019 at 8 pm with the blood glucose of 577 mg/dl. The customer's other blood glucose was 360, 260, 230, 265, 233 mg/dl. The customer was treated with the insulin drip. The customer stated that there was no delivery alarm. The troubleshooting was performed for the high blood glucose event. The customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they had performed the self test and test was passed. The drive support cap appeared normal. The product will not be returned for analysis.